Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting and diarrhea. It was reported that the patient has stopped undergoing pd therapy. The cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.